Event description:
It was reported that the device was reaching the end of its life cycle and it was about nine years old. The device was implanted above the ribcage on the left side of the patient¿s body. The location of the implantable neurostimulator seemed to have shifted, and in its current location was causing discomfort. The discomfort came in the form of an intermittent sharp pain localized to where the implantable neurostimulator was. This first became an issue when the patient was restrained in a physical altercation.

Manufacturer narrative:
(B)(4).